Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00248. Medwatch mw5119303: "the reporter called, stating that her daughter has had numerous health problems and reporting medical cover-ups by multiple healthcare personnel and healthcare organizations ever since her daughter was implanted with nervous system shunts and catheters. Reporter states her daughter has had "over 110 high-dose CT scans" of her brain. Reporter states cover-ups by healthcare personnel include a fall that her daughter suffered while being treated in the emergency room, an expired device that was implanted in her daughter, position problems with the catheter, shunts not draining correctly as well as a blocked shunt, and brain damage including encephalomalacia. Reporter states her daughter has suffered "seizures and head pain" and even respiratory failure in 2022. Reporter states she has concerns that "they have never run a shuntogram". Reporter states the device vibrates and causes her daughter pain. "

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.